Manufacturer narrative:
Additional information was received that the patient had a dura tear. The patient was getting headaches and a computerized axial tomography (cat) scan was performed. It was discovered that there was a little hole that was leaking cerebrospinal fluid (csf). It was believed that the puncture happened during patient¿s implant procedure. The patient underwent a procedure wherein the hole was sutured and sealed up. The patient was reportedly doing well, had no more headache, and was on the healing process. Additional suspect medical device component involved in the event: model#: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm.

Event description:
A report was received that the patient was experiencing headaches when the trial stimulator was turned on. The physician believed that the headache was device related and was a spinal headache. The leads were removed and an occipital nerve block was administered. The patient was doing well.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-5132, serial #: (B)(4), description: precision spectra external trial stimulator. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing headaches when the trial stimulator was turned on. The physician believed that the headache was device related and was a spinal headache. The leads were removed and an occipital nerve block was administered. The patient was doing well.